Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated, the device exhibited backup vvi mode. After a firmware download the device resumed normal function.